Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No conclusive cause was determined and the crt-d was explanted and replaced. No additional adverse patient effects were reported.